Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated uterus/ left coil was beginning to perforate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cimicifuga racemosa (black cohosh). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menopause ("premenopausal"), loss of libido ("lack of sex drive"), dyspareunia ("stabbing pain during intercourse"), cervicitis ("chronic cervicitis"), adenomyosis ("adenomyosis"), cyst ("huge cysts"), hot flush ("hot flashes"), pelvic discomfort ("pelvic discomfort"), dysgeusia ("metal taste"), menorrhagia ("periods every 2 weeks lasting 10-15 days\ blood clots"), menstrual disorder ("huge blood clots"), fatigue ("chronic fatigue"), bacterial vaginosis ("chronic bv/ smell"), scar ("scarring") and pelvic adhesions ("adhesions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy leaving only right ovary). Essure was removed in 2014. At the time of the report, the uterine perforation, pelvic pain, menopause, loss of libido, dyspareunia, cervicitis, adenomyosis, uterine leiomyoma, cyst, hot flush, bacterial vaginosis, scar and pelvic adhesions outcome was unknown and the pelvic discomfort, dysgeusia, menorrhagia, menstrual disorder and fatigue had resolved. The reporter considered adenomyosis, bacterial vaginosis, cervicitis, cyst, dysgeusia, dyspareunia, fatigue, hot flush, loss of libido, menopause, menorrhagia, menstrual disorder, pelvic adhesions, pelvic discomfort, pelvic pain, scar, uterine leiomyoma and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- bacterial vaginosis, fatigue, menstrual disorder, menorrhagia, dysgeusia, pelvic discomfort, hot flush, cyst, uterine leiomyoma, adenomyosis, cervicitis, dyspareunia, loss of libido, menopause, pelvic pain, scarring, adhesions, uterine perforation no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.